Event description:
Boston scientific recieved information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator(crt-d) did exhibit low shock impedance. The source of the low shock impedance was not known at the time of this initial report. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service and no intervention has been planned at this time. As new information were to become available, this report will be further evaluated and updated.